Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 09/01/2016 reportedly stating that in office testing thresholds for possible loss of capture in the lv lead but patient is having forced vital capacity off of his atrial fibrillation so thresholds are not possible. The physician was dr. (B)(6) at (B)(6) in (B)(6), va. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).